Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose was 600 mg/dl at the time of incident and current blood glucose is 161 mg/dl. The customer¿s other different blood glucose level were 160 mg/dl, 377 mg/dl, 480 mg/dl and 512 mg/dl. The customer experienced symptoms such as nausea and vomiting abdominal pain and diarrhea. The customer was treated with insulin pump and intravenous drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.